Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter and test strips have been returned on 5/11/2015 and evaluated by lifescan product analysis on 5/13/2015 and 5/20/2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs), alleging that his onetouch ultra 2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate¿s (cca) documentation and additional information obtained by medical surveillance specialist (mss) in a follow up call. The mss was advised by the patient that alleged inaccuracy has been ongoing since around ¿(B)(6) 2015¿. The patient reported that on ¿(B)(6) 2015¿ he obtained inaccurate high blood glucose results of ¿250 and 139mg/dl¿ on the subject meter, compared with ¿129 and 79mg/dl¿ on a freestyle meter; the results were obtained less than 30 minutes apart. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient self-adjusts his dose of insulin to manage his diabetes and took no action to his usual diabetes management routine as a result of the alleged inaccuracy. The patient reported that on an unknown time after the alleged inaccuracy he had developed the symptoms of a low blood sugar ¿shakes, sweats and headache¿. The patient stated that on 04/20/2015 he self-treated with glucose tablets. At the time of troubleshooting, the cca determined that the correct unit of measure, testing steps and approved sample site was used at the time of testing, that the test strips were stored correctly and not passed their expiry date and the vial was neither cracked nor broken. In addition the patient did not have control solution to carry out a test. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.